Manufacturer narrative:
Submit date: 05/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer stated that on (B)(6) 2016, the catheter was cut at the higher level. The catheter was installed properly and with inputs that came in the kit. Once installed, radiological imaging was used to verify installation. When they checked where the tip was, it indicated to mobilize the catheter a little further back. They pulled back a bit to leave the catheter tip positioned correctly. When uncorked to mobilize, the nurse noticed that the top of the catheter had fallen. The rest of the catheter remained in place because it was secured with tape. The customer further stated that the cut of the upper level is in the 29cm mark (using 0 for the catheter tip). As indicated by the nurse, the catheter was fixed at different places, but when she went to mobilize the catheter, she found that the top was cut and was on the bed, this part includes the butterfly area. No patient injury or medical intervention was not required.

Manufacturer narrative:
Submit date: 07/27/2016. The manufacturing lot number associated with this complaint was reviewed and no issues related to the reported condition were identified. No non conformance reports (ncrs) for this issue and lot number were found during the device history record (DHR) review. The product sample was not returned to the manufacturing site for analysis and investigation; however two photos were provided by the customer. A visual evaluation of these photos was performed; the first picture showed that the catheter was cut in two parts; the cut was some centimeters below the butterfly. In the second image it was appreciated an original label of the product with the lot number 1523200137. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be attributed to unintentional damage during use when the user manipulates the device. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.